Manufacturer narrative:
Concomitant medical products: product ID: addrs1 ipg, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a remote transmission showed intermittent far field r-wave (ffrw) oversensing on the right atrial (ra) lead during atrial high rate episodes. The ra lead remains in use. No patient complications have been reported as a result of this event.